Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-oct-2023. The most recent information was received on 13-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 53 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("started to have lumbar pain."), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), hypoacusis ("decreased hearing"), visual impairment ("decresed vision"), alopecia ("hair loss"), insomnia ("insomnia"), middle insomnia ("frequent awakenings"), loss of libido ("loss of libido"), premature menopause ("early menopause"), oropharyngeal discomfort ("discomfort in my throat when lying down"), hypertension ("hypertension"), dyspnoea ("shortness of breath"), genital haemorrhage ("bleeding outside of my periods"), depression ("depressed") and fatigue ("fatigue during the day"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, arthralgia, pelvic pain, abdominal pain, hypoacusis, visual impairment, alopecia, insomnia, middle insomnia, loss of libido, premature menopause, oropharyngeal discomfort, hypertension, dyspnoea, genital haemorrhage, depression or fatigue. The reporter commented: currently at age 53, I feel like I have an 80-year-old body, with constant lumbar pain, abdominal pain, and joint pain severely limiting my mobility. Constant suffering. Loss of libido affecting my life as a woman, insomnia at night and chronic fatigue during the day. Hypertension, shortness of breath. Depressed, given the state of my health. I currently continue working, but have difficulty doing so, and I have a feeling that my body is going to give up! Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("started to have lumbar pain."), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), hypoacusis ("decreased hearing"), visual impairment ("decresed vision"), alopecia ("hair loss"), insomnia ("insomnia"), middle insomnia ("frequent awakenings"), loss of libido ("loss of libido"), premature menopause ("early menopause"), oropharyngeal discomfort ("discomfort in my throat when lying down"), hypertension ("hypertension"), dyspnoea ("shortness of breath"), genital haemorrhage ("bleeding outside of my periods"), depression ("depressed") and fatigue ("fatigue during the day"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, arthralgia, pelvic pain, abdominal pain, hypoacusis, visual impairment, alopecia, insomnia, middle insomnia, loss of libido, premature menopause, oropharyngeal discomfort, hypertension, dyspnoea, genital haemorrhage, depression or fatigue. The reporter commented: currently at age 53, I feel like I have an 80-year-old body, with constant lumbar pain, abdominal pain, and joint pain severely limiting my mobility. Constant suffering. Loss of libido affecting my life as a woman, insomnia at night and chronic fatigue during the day. Hypertension, shortness of breath. Depressed, given the state of my health. I currently continue working, but have difficulty doing so, and I have a feeling that my body is going to give up! Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.